Manufacturer narrative:
(B)(4). Date sent: 2/9/2024. D4: batch # 540c91. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with the anvil bent upwards and without reload present. Additionally, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The articulation mechanism was functional during functional testing.  It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 540c91, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 1/9/2024 d4: batch # unk a manufacturing record evaluation was performed for the finished device lot/batch number, a9dl9w, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure that after the first firing with a green reload the anvil was bent and the home button was not functioning properly and had to hit it twice to return to neutral. A second device was used to continue with the procedure. The procedure was completed with no further issues. There were no adverse consequences for the patient.